Manufacturer narrative:
D4 unique identifier: detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. E1 initial reporter facility name: (B)(6) hospital. E1 initial reporter address: (B)(6). G2 report source: yamaji, k., tanaka, k., yamasaki, t., sudo, k., kinoshita, y., sumiyoshi, a., watanabe, s., iwamoto, m., watanabe, h., & okamura, a. (2025). Rotablator burr disconnection and a gap predictor. Jacc: case reports, 30(25), 104403. Https://doi.org/10.1016/j.jaccas.2025.104403.

Event description:
It was reported via literature that removal difficulty occurred resulting in additional intervention. The patient presented with chest pain on exertion and underwent coronary angiography, which revealed three vessel coronary artery disease and a severely stenotic, heavily calcified, and markedly tortuous lesion. During percutaneous coronary intervention, the lesion could not be adequately dilated with a 2.0 by 12 mm balloon, leading to the use of rotational atherectomy. A 1.5-mm rotablator burr was used to ablate the lesion, but the burr became stuck and was difficult to retrieve. Retrieval was attempted by rerotating the burr. However, it was disconnected, and the guidewire was fractured at the same site, so remained together in the lesion. Attempts to retrieve the burr through balloon dilation and snaring were unsuccessful, leading to emergency coronary artery bypass grafting.